Event description:
It was reported that the customer had high blood glucose levels of 126 mg/dl. The customer reported that the keypad of the insulin pump was unresponsive. The customer also reported a battery out limit alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioning properly during testing. However, found moisture damage on the keypad traces during visual inspection. Insulin pump received with cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.